Event description:
It was reported that patient had spinal cord stimulation (scs) removed due to unknown reason. The explanted device will not be returned. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial:(B)(6), batch: 7070835/7071839.